Event description:
Please be advised that on 2/18/94, a 54 year old hispanic female, status post right breast mastectomy approximately two months ago with insertion of a textured 800-900 cc magnistie mammary expander; presented with ruptured expander. The patient underwent re-insertion of right breast tissue expander after rupture.the patient tolerated the procedure well and left the operating room in awake and alert condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.